Manufacturer narrative:
The event was not confirmed. A dimensional inspection was performed on the stem and found that it is within specifications. There is no indication at this time that the design, materials, or manufacturing of the subject device contributed to the event. If additional information becomes available, this investigation will be reopened.

Event description:
Surgeon stated that he believes there is a mismatch between the broaches and the implant.

Event description:
Surgeon stated that he believes there is a mismatch between the broaches and the implant.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.